Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose due to under delivery of insulin. Blood glucose level at the time of the incident was 400 mg/dl which was treated by insulin pump itself. Customer stated that auto mode feature active and automatically adjusted insulin at time of high blood glucose event. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion tests and self-tests. No unexpected no delivery, insulin flow blocked alarms, or prime/fill, rewind anomalies were noted during testing. (B)(4).